Event description:
Patient reported inaccurate insulin delivery of the infusion device. Patient experienced blood glucose levels of 26-326 mg/dl. Patient was in hospital at time of report, but hospitalization was due to "other problems" and not blood glucose. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.